Event description:
It was reported to baxter (B)(4) that a 4mm blood set was found to have grease inside its drip chamber, thereby contaminating the sterile fluid path. This condition was discovered before use. There was no patient injury or medical intervention necessary, as this event did not occur during patient use. No additional information is available.the 10 4mm blood sets, all lot # 08c22v792, were reported to have grease in their drip chambers. This medwatch is for set 4 of 10.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.evaluation summary:the reported condition of a 4mm blood set which was found to have grease inside its drip chamber was confirmed during product evaluation as the drip chamber's plastic material being cloudy. This condition was caused by a migration of stearate, one of the constituents of the plastic material comprising the set. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.